Event description:
Sorin group (B)(4) received a report that the pump did not display the cardioplegia flow. The flow is not registered and there is a volume/fluid input error. The customer reported this issue has been ongoing. There was no pt injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). A livanova field service representative provided technical support to the customer over the phone. As no further reports regarding this issue have been reported by the customer, livanova (B)(4) has concluded that the customer was able to resolve the issue with the phone support provided by the service representative. As an investigation was not performed, a root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Tech support provided over phone.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). His medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump did not display the cardioplegia flow. The flow is not registered and there is a volume/fluid input error. The customer reported this issue has been ongoing. There was no pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.